Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of bleeding menstrual heavy ('haemorrhagic periods'), pain ('painful body / chronic pain') and thoracic outlet syndrome ('thoracic outlet syndrome') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included varicose veins. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bleeding menstrual heavy (seriousness criteria medically significant and intervention required), pain (seriousness criterion disability), thoracic outlet syndrome (seriousness criterion hospitalization), metrorrhagia ("metrorrhagia"), fatigue ("general fatigue"), migraine ("incessant migraines"), spinal pain ("cervical spine pain"), paraesthesia ("tingling in lower and upper limbs / feeling of crushing of the legs with paraesthesia"), sciatica ("sciatica/ cruralgia"), diplegia ("paralyse legs"), pain in extremity ("chronic pain in lower and upper limbs"), fibromyalgia ("fibromyalgia"), hernia ("recurrence of hernia"), burnout syndrome ("burnout"), depression ("depressed") and insomnia ("insomnia"). On an unknown date, the patient experienced prolonged periods ("long cycles"), musculoskeletal pain ("lumbar muscle joint pain"), adenomyosis ("adenomyosis"), biliary colic ("pain gallstones"), arthralgia ("cervical joint pain"), myalgia ("cervical muscle pain") and memory impairment ("memory problems"). The patient was hospitalized for 42 days. The patient was treated with physical therapy, surgery (hysteroscopy, curettage and thermocoagulation in (B)(6)2019, operation of varicose veins to relieve pain in (B)(6) 2019 and total hysterectomy scheduled to (B)(6) 2020) and cervical infiltration. At the time of the report, the bleeding menstrual heavy, pain, thoracic outlet syndrome, prolonged periods, metrorrhagia, musculoskeletal pain, adenomyosis, biliary colic, fatigue, migraine, arthralgia, myalgia, spinal pain, paraesthesia, sciatica, diplegia, pain in extremity, fibromyalgia, hernia, burnout syndrome, depression, insomnia and memory impairment outcome was unknown. The reporter considered adenomyosis, arthralgia, biliary colic, bleeding menstrual heavy, burnout syndrome, depression, diplegia, fatigue, fibromyalgia, hernia, insomnia, memory impairment, metrorrhagia, migraine, musculoskeletal pain, myalgia, pain, pain in extremity, paraesthesia, sciatica, spinal pain, thoracic outlet syndrome and prolonged periods to be related to essure. The reporter commented: since 2014 she has done a tour of medical circles, where she was initially diagnosed with burnout and thoracic outlet syndrome, a possible recurrence of hernia. She was on sick leave for 3 years, disability since (B)(6) 2017. It was not until (B)(6) 2020 that her gynecologist finally put a name to her ailments by telling her that the essure implants were most likely the cause of many pathologies. She did not known if all her disorders were caused by the implants, but she had been robbed of 6 years of her life. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of bleeding menstrual heavy ('haemorrhagic periods'), pain ('painful body / chronic pain') and thoracic outlet syndrome ('thoracic outlet syndrome') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included varicose veins. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bleeding menstrual heavy (seriousness criteria medically significant and intervention required), pain (seriousness criterion disability), thoracic outlet syndrome (seriousness criterion hospitalization), metrorrhagia ("metrorrhagia"), fatigue ("general fatigue"), migraine ("incessant migraines"), spinal pain ("cervical spine pain"), paraesthesia ("tingling in lower and upper limbs / feeling of crushing of the legs with paraesthesia"), sciatica ("sciatica/ cruralgia"), diplegia ("paralyse legs"), pain in extremity ("chronic pain in lower and upper limbs"), fibromyalgia ("fibromyalgia"), hernia ("recurrence of hernia"), burnout syndrome ("burnout"), depression ("depressed") and insomnia ("insomnia"). On an unknown date, the patient experienced prolonged periods ("long cycles"), back pain ("lumbar muscle joint pain"), adenomyosis ("adenomyosis"), biliary colic ("pain gallstones"), neck pain ("cervical joint pain"), myalgia ("cervical muscle pain") and memory impairment ("memory problems"). The patient was hospitalized for 42 days. The patient was treated with physical therapy, surgery (hysteroscopy, curettage and thermocoagulation in (B)(6) 2019, operation of varicose veins to relieve pain in (B)(6) 2019 and total hysterectomy scheduled to (B)(6) 2020) and cervical infiltration. At the time of the report, the bleeding menstrual heavy, pain, thoracic outlet syndrome, prolonged periods, metrorrhagia, back pain, adenomyosis, biliary colic, fatigue, migraine, neck pain, myalgia, spinal pain, paraesthesia, sciatica, diplegia, pain in extremity, fibromyalgia, hernia, burnout syndrome, depression, insomnia and memory impairment outcome was unknown. The reporter considered adenomyosis, back pain, biliary colic, bleeding menstrual heavy, burnout syndrome, depression, diplegia, fatigue, fibromyalgia, hernia, insomnia, memory impairment, metrorrhagia, migraine, myalgia, neck pain, pain, pain in extremity, paraesthesia, sciatica, spinal pain, thoracic outlet syndrome and prolonged periods to be related to essure. The reporter commented: since 2014 she has done a tour of medical circles, where she was initially diagnosed with burnout and thoracic outlet syndrome, a possible recurrence of hernia. She was on sick leave for 3 years, disability since (B)(6) 2017. It was not until (B)(6) 2020 that her gynecologist finally put a name to her ailments by telling her that the essure implants were most likely the cause of many pathologies. She did not known if all her disorders were caused by the implants, but she had been robbed of 6 years of her life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.